Manufacturer narrative:
The reported complaint was confirmed. Data log analysis did not reveal an issue with pump operation. There were entries that support the information in the clinical review, but no entries indicated a malfunction or other issue. During laboratory analysis, the complaint effects (start/stop failure) were not able to be duplicated. When attached to a lab-use pump test fixture, the system started and stopped as intended with each press of the assembly¿s start/stop button. Over two dozen trials were performed with no unexpected operation observed. The speed knob successfully increased and decreased the speed of the pump, as intended. Visual inspection reveals no issues. No additional action will be taken at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump in the aortic vent position would not start. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: during cpb, the small roller pump (serving as an aortic vent) would not rotate according to the perfusionist (ccp). The pump functioned, without issue, earlier in the case. The pump appeared to have power and the display was illuminated, but would not rotate. The ccp rebooted the pump by disconnecting the power cable in the rear of the pump and he reconnected returning power to the roller pump. The data logs indicate the re-booting and show the pump was placed in the on mode, but there is no indication in the logs the pump speed was changed. It is not clear, if this was user error (pump speed not changed) or if the pump malfunctioned. The roller pump was changed out, without issue and according to the ccp the procedure was not delayed. The procedure was completed successfully without associated blood loss and no harm was observed.

Manufacturer narrative:
Software data log were received on (B)(6) 2015 by the manufacturer for further evaluation. The customer states this roller pump worked earlier in the day. The fsr offered to ship a loaner roller pump, but the customer declined. The ccp tried pushing the pump start button both locally display and on the central control monitor (ccm) without success. He then disconnected/reconnected the pump from the base by disconnecting the power cable in the rear successful, but the pump would still not rotate. The ccp remembers seeing the local display showing "0" liters per minute (lpm) after pushing start, but the speed control knob had no effect. The field service representative (fsr) ran the suspect roller pump for over an hour, starting and stopping it occasionally without recreating the problem. The fsr verified the integrity of the mechanical drive by running the pump jam test. There was zero belt slippage. The fsr replaced the small display assembly with the idea that if the speed control encoder had an intermittent problem of starting rotation then replacing the small display assembly would resolve the issue. Type unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.